Event description:
It was observed during the device inspection, that the videoscope exhibited a white foreign material in the air/water and jet channel. There were no reports of patient involvement.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material came out of the air/water channel and auxiliary channel, but the type of the material and root cause could not be identified. The events can be detected and prevented in accordance with the following sections of the instructions for use (IFU): IFU states detection methods in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.